Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the meter started to read inaccurately; she claimed that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result on the subject meter of hi (indicates results above 33.3 mmol/l), compared to 20.0 mmol/l on a doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the alleged high reading, she administered more insulin. She denied developing any symptoms as a result of the alleged issue and no other treatment or medical intervention was specified. The patient also denied using any other device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient was unable or unwilling to perform a control solution test to test the meter and test strips and the issue remained unresolved. The patient's products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.